Event description:
The reporter indicated the patient has experienced pain which radiates from his neck to left cheek area. This pain would cause the patient to vomit and nausea. The patient's mother believes his vns causes these events. Furthermore, the reporter indicated the patient was sick and having frequent coughing spells. The reporter stated "early on the pain only occurred several times per week." Diagnostics were taken during an office visit, the handheld device displayed intermittent connections. During the normal mode, the lead impedance resulted in unknown. The reporter turned the device off. Then, the patient experienced two seizures. The patient's mother reported that the patient was in the emergency room and obtained x-rays. The patient's mother will obtain copies and send them to the reporter. Meanwhile, the reporter sent the patient for a CT scan and surgery consult. The reporter reviewed the CT scan. The reporter stated "the CT scan did not show any lead breaks, but did not have full visibility of the entire lead." The patient's mother and the reporter wanted "the entire system changed due to the pain at the neck site that had not been there for the past three years." The patient underwent full revision surgery. The manufacturer has not received the explanted devices for product analysis. Good faith attempts to obtain additional information are in progress and awaiting results.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.